Event description:
The user reported that during pt treatment, the 4d treat workstation indicated the multi leaf collimator (mlc) leaves had not moved into correct position. However, when entering the treatment room to check with field light, it was confirmed that the field was correct. The physicist cleared the set up field by switching the 4ditc system off and on. The field was reselected and the system indicated the correct mlc position. No pt injury reported, and no pt data provided.

Manufacturer narrative:
No misadministration was reported in this case. This issue is a known malfunction, and appears to be a display only problem. In previous reports, when the mlc settings have been physically examined, they have been correct. No misadministration has ever been attributed to this malfunction. The 'orange leaf' display at the 4d treat console, however, is intended to alert the user that there is some uncertainty about the mlc location and therefore, acts as a safety mechanism to help prevent misadministration. This safety mechanism has failed in this malfunction, which introduces the possibility for mistreatment should there actually be a problem with the mlc but the operator chooses to ignore the indication due to prior false positive reports. No further follow-up to this MDR is expected.